Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H2, h4, h6: the product was manufactured on july 10, 2014 and was beyond the shelf life of (B)(6) 2017 at the time of this reporting. Based on the manufacturing site&apos;s quality agreement with kenvue, the site keeps the batch documentation for one year after the shelf life therefore the site doesn&apos;t have the batch documentation for the reported lot to conduct investigation. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate. This is 2 of 2 med-watch follow-ups (bab 02) being submitted as two devices were involved in this event. See medwatch 2214133-2024-00015. The same patient is represented in each medwatch follow-up.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A4, a5: weight, and ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (bab activ flex advanced adhesive bandages 10ct USA 381370044147 8137004414usc 8137004414usc, lot/ctrl # 1904c). D4: UDI #: (B)(4). Upc #: 381370044147 lot #: 1904c exp date: na d9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review has been requested. H6: health effect clinical code: e1719 refers to "toe was almost like it&apos;s infected/the toe looked infected (swelling subsume)". Health effect clinical code: e1703 refers to "big blister on toe". This is two of two medwatches being submitted as two devices were involved in this event. See medwatch 2214133-2024-00015. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A 68-year-old female consumer reported adverse event with band aid active flex advanced adhesive bandages. Consumer reported that she applied two bandages on (B)(6) 2024, one at a time on her toes for two days. Consumer reported that her toe got swollen and her toe became twice as big with blisters and looked infected. Consumer sought medical attention and was treated with anti-biotic (cephalexin). Consumer denied any hospitalization. Consumer¿s symptoms have stayed the same at the time of this reporting. This is two of two medwatches being submitted as two devices were involved in this event. See medwatch 2214133-2024-00015. The same patient is represented in each medwatch.